Manufacturer narrative:
In response to FDA report number: mw5109265 a review of the device history record has been completed. No deviations or non-conformities noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess.

Event description:
Patient reported "I was implanted with allergan natural textured silicone implants. I was rather happy with my initial results, as my nipples where aligned straight plus everything else seemed to be more even where it was supposed to be, even pain was nothing like I had experienced after the first surgery. Then about a year and a half later I started noticing sharp and stabbing pains that would happen unexpectedly, but would cease as quickly as they came about, I also then noticed that I was or had developed a knot on my left breast which felt hard to the touch and it was tender to the touch. The pains I had been experiencing become more consistent over the next few years and the knot also became more larger in size, and it became noticeable in my skin as well as my clothes, I became rather worried about this problem as I had been awoken one day to extreme pains in my chest that only got worse as I breathed and as time went on that day, I felt like I had an elephant sitting on my chest and that the elephant had kicked me in the chest. I ended up going to the emergency room later that day, and I was told I needed to make an appointment to have a needle inserted into the knot, and then suck out the fluid that was in it and they told me that this should correct the problems I was having and I was released from the hospital. A couple days after that I noticed that the pain had ceased for the most part and I chose not to go back and have the procedure done that I had been recommended because I honestly thought that since I felt better things would be ok, and it would all work itself out on its own. However looking back on it now I wish that I would have listened, and at least tried because I've been left with the same problems. My pains are constant within my chest and nipples, I get sharp, burning, stabbing pains as well as dull aching pains between my breast and armpits. I've found myself having shortness of breathe, dizziness, heavy chested pain throughout my chest cavity that I can't even explain that sometimes make it hard to sleep, breathe, or even move at all sometimes. I wish that I would of never gotten this surgery to begin with and I'm extremely disappointed with the fact that I paid so much money to ultimately end up with such a situation that has left my body not only scared but in constant pain. It was not worth it at all. After seeing the recalls about the issue I have become rather worried that I could have been one of the unlucky few to be diagnosed with cancer from the implants in which I had received however I haven't yet been back to see a doctor about this issue because of my own fear from it all. However I do believe that I have contracted cancer from this which makes it even greater disappointment to me. I lost my implant card and I've tried to figure out that how I could or would be able to somehow get it replaced with a new one, but all my resources have failed me. My surgeon is no longer in practice anymore and the place that I had it done informed me that they do not keep records dating that far back, therefore I have no clue what I can do to get another implant card so that I can or could be able to have another surgery performed to help correct this problem, but if anyone could help to possibly steer me into a solution for this it would be greatly appreciated." This record is for the left side. The events of shortness of breathe, dizziness, "hard to sleep, breathe or even move at all sometimes" have been determined to be not device related. The device has been explanted.